Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, pump time was incorrect, cause was unknown. There was no reported adverse impact to the customer. The pump was reset, the customer corrected the time and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.